Manufacturer narrative:
H3: evaluation summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity durng subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported by the rep that, during the gastric bypass roux-en-y procedure, harmonic gen signaled a continuous tone and ceased to work. Lcsc5 was removed from the trocar and the working blade broke off upon removal from the trocar. The broken tip did not fall back into the patient. A new lcsc5 was opened and the case continued without incident. The product is being returned.